Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected battery out limit alarm noted. All buttons functioning properly. However, found moisture damage on the keypad traces noted. Compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to perform the occlusion, prime/compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm. No unexpected numbers scrolling during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The numbers on the screen were scrolling and later the buttons were unresponsive. His blood glucose level was 320 mg/dl. He received multiple battery out limit alarms. The customer stopped using the insulin pump because it was not working properly. He was hospitalized because he had a diabetic ketoacidosis. His blood glucose level was 515 mg/dl. He was wearing his insulin pump at the time of the emergency room visit. He was advised to disconnect from the insulin pump and revert to a backup plan the product was returned. Nothing further to report.